Event description:
On (B)(6) 2011, the pt's wife reported the pt experienced elevated blood glucose of 400-500 mg/dl on (B)(6) 2011. His target blood glucose level is 100-130 mg/dl. He was unable to lower his blood glucose and went to the ER and was treated with an insulin IV. He was not admitted to the hospital and was released 6 hours later. The pt switched to his backup infusion device and has been using it since that time. Troubleshooting did not reveal any product issues with the primary device. To further troubleshoot the pt was instructed to switch to the primary infusion device using the accessories from the backup device. Upon follow up, the pt's wife stated that the pt switched to the primary infusion device and his blood glucose measured 380 mg/dl. He remained on the primary device for 2 hours and his blood glucose did not decrease. He switched back to the backup device and his blood glucose decreased to his target range within 2 hours. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.